Event description:
Report received of a nondelivery of antibiotics via the secondary line. The patient was receiving hydration fluids with an unspecified concentration of potassium on the primary line and an unspecified antibiotic every 12 hours on the secondary line. The pump settings could not be recalled. At an unspecified time, the antibotic was hung. Reportedly, one-half hour later, the nurse noted that the bag was full. The total volume and the expected delivered amount were not recalled. The nurse could not recall if the pump had alarmed. The pump was replaced and the patient received their antibiotic via the replacement pump. The patient did not experience any adverse effects and the antibiotic schedule was not affected. Though requested, there was no further info available.